Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: uni adaptor sleeve c taper ti, 19-0025t, 60188801. Trident psl ha cluster 50mm, 542-11-50e, 60598801. Delta un.fem hd 40mm r40 16/18, 6519-1-040, 61816401. 6.5 cancellous bone screw 25mm, 2030-6525-1, a02anr. 6.5 cancellous bone screw 25mm, 2030-6525-1, h98mha. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient's relative reported that "my relative who had surgery in 2016 with stryker products is having aches these days. She was complaining about it."